Event description:
It was reported that the patient had a two-day infusion and came back for disconnection last friday. Per reporter, when the patient returned, the given amount was reading 103.3 ml, and the reservoir volume was reading 50.5 ml. The pharmacist stated that the total volume in the pump was 96.5 ml at the beginning of the infusion. The pump was empty when the patient came back. Patient stated they thought the pump beeped a few times when they rolled on top of it. Reporter explained to the patient that possibly the given amount wasn¿t cleared out to zero prior to programming the pump. Reporter also explained that if the patient had an alarm situation and pressed some buttons, it is possible to reset the reservoir volume to the original amount, which would then cause the pump to indicate that there was some residual volume when the patient returned, even though the pump was empty. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.